Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power errors. Our field service engineer (fse) investigated the ventilator on site. They have sent back the reported machine to the manufacturer for investigation. The dc/dc printed circuit board (pcb) had been replaced to resolve the reported issue. Simulated use testing of the dc/dc pcb showed that the customer errors could be reproduced on start-up. By visual inspection, it was noticed that there was a liquid residue on a capacitor and a diode on the returned pcb. By checking both capacitor and diode with a multimeter it showed that they were short circuited. Cleaning the liquid from the capacitor and the diode and then resoldering them resolved the reported issue. It started up after that without any issue. It passed the pre-use check as well. The cause of the issue is a short circuited capacitor on the reported pcb due to liquid contamination. The source and type of the liquid is unknown.

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient harm reported. Manufacturer's ref. #: (B)(4).